Manufacturer narrative:
The ventilator was investigated on site by the service technician. It was reported that the ventilator did not pass the internal leakage test during the pre-use check. The inspiratory pipe was cleaned and reassembled and the unit passed several pre-use checks without any issues.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).